Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the tip seal was damaged, no further guidewire insertion test possible. Visual inspection found the conductor distorted/kinked and that is contributed to the complaint of guidewire insertion. No guidewire was returned with lead.

Event description:
It was reported that during the implant procedure, two guidewires were attempted to be put through the left ventricular (lv) lead, however, the implanter kept hitting resistance in the lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.